Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricular oversensing was observed due to post-paced t-wave oversensing. The issue has been resolved by explanting and replacing the device during an unrelated procedure. The patient experienced no adverse health consequences.